Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope displayed error e315 (incompatible scope). The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Correction to b5 of the initial report. See b5 for further details. Correction to e1 (phone number), e2, and e3 of the initial. See e1, e2, and e3 for further details. Correction to g2 of the initial report. "Health professional" should not have been selected as a report source. This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, water invasion of the electrical terminal at the plug unit in the scope connector is presumed to have caused the reported event. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor the field performance of this device.

Event description:
It is unknown when the malfunction reported in the initial b5 occurred.